Event description:
It was reported while attempting to deploy the anigo-seal device, following visual and audible confirmation, the entire device pulled-out. Manual pressure and a femostop were applied to achieve hemostasis. The following day bruising was noted; an ultrasound revealed a pseudoaneurysm which was reduced in size by an injection of thrombin. Further reduction was achieved with manual pressure. The pt was discharged three days post procedure and was reportedly recovering.